Event description:
It was reported that pump screen experienced delayed response. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, no further information was obtained, and no additional action was taken because customer was out of warranty and already in process of obtaining new device.